Event description:
It was reported, the patient was hospitalized due to a seizure. The patient needed an MRI. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the patient had greater than fifty percent symptom reduction. A head MRI was done to assess the seizure. The seizure was unrelated to the device or therapy. The patient had recovered without permanent impairment.

Manufacturer narrative:
Product ID 3889-28, lot# va0ku57, implanted: 2014 (B)(6), product type lead. (B)(4).